Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-17-user error caused or contributed to the event. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to obtain information of the initial concern - unable to establish contact with the customer at this time. Phone number disconnected. Product notification letter sent to customer to contact customer care.

Event description:
Pharmacist called in requesting information regarding true plus syringes. Pharmacy states that the patient complained to her that when she is pulling the syringes out of her arm, she has a strange sensation as if something was left in her arm. Pharmacist wanted to know if there was a recall on the syringes. Informed pharmacist that there was no recall on true plus syringes. Pharmacist states that she is not aware if customer sought any medical intervention regarding this issue.